Event description:
Pace medical was notified on 08/12/2011 by (B)(6) via letter that unit had a fault.

Manufacturer narrative:
Customer returned device with a complaint that the display was not working properly. The device was analyzed and found to have a defective ram ic. This was replaced and the display functioned as intended. The device was re-calibrated and final tested. All tests were passed and the device was returned to the customer. Reason for complaint: random component failure.